Event description:
The no external power events were determined to be due to the power cord coming loose from the wall outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days (B)(6) 2021 per timestamp). A no external power event that was associated with low power hazard, power cable disconnect and no external power alarms was active on (B)(6) 2021 from 10:46:19 ¿ 10:46:32. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Additional information provided on 16sep2021 stated that the mobile power unit (mpu) would not be returned for analysis, the ac power cord had the v-lock mechanism attached to it, the cord came loose from the wall and that there were no environmental circumstances that affected the ac power. The root cause for the reported event was due to the ac power cord coming loose from the wall outlet; however, the cause of the cord coming loose was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that there were a series of no external power events on (B)(6) 2021 caused by power being briefly interrupted to the mobile power unit (mpu). This may be due to the mpu ac power cord coming loose at either the mpu, the ac wall outlet, or a house power disruption. There was no interruption in pump support during these events.